Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced damage on the reservoir. The customer's blood glucose reading was unknown. The customer stated that she filled her reservoir a few times and the bottom would pop out and insulin would drain out of the bottom before she could get into the pump. The customer lost about 10 reservoirs. The product was not returned for analysis.